Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump emitted a no cartridge detected warning during a supply change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box showed evidence that loss of cartridge detection had occurred. During testing, the rewind, load, and prime steps were performed successfully. A force sensor calibration test was completed and the force sensor calibration was confirmed to be within specifications. The pump was opened and a cracked was found on the force sensor flex. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.